Event description:
The manufacturer received information alleging that on (B)(6) 2019 a patient was found unresponsive and hypotensive on the floor while the ventilator was alarming for low minute ventilation and circuit disconnect. The patient was not disconnected from the circuit. The patient received manual resuscitation with a manual resuscitation bag, was suctioned and then regained consciousness. On (B)(6) 2019, the customer alleged that when the patient was connected to the same ventilator, the ventilator failed to immediately deliver breaths to the patient. The patient was then given breaths with a manual resuscitation bag until the ventilator started cycling. The patient was then placed back on the ventilator without incident. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer was unable to duplicate the reported events. The device maintains event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The device passed all testing. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.